Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
During a total knee surgery, the pin fell out of the cutting block. The piece was retrieved and there was no surgical delay. User facility medwatch report # 2100440000-2015-8078 was received 10/2/2015: one of the 2 retaining pins dislodged during surgery. A chain of custody form was completed. The item was given to the manufacturer representative.

Manufacturer narrative:
An event regarding peg disassociation involving a specialty scorpio cutting block was reported. The event was confirmed. Method and results: device evaluation and results: a visual inspection confirmed the event; medical records received and evaluation: not performed as no medical intervention and no adverse consequences were reported; device history review: there were no reported discrepancies for the referenced lot; complaint history review: there have been other events for the lot referenced. The hole diameters were found to be out-of-specification (oversized) according to the design drawing. Conclusions: the investigation concluded that the pin hole diameters were machined to be oversized and therefore out-of-specification. The oversized hole diameter prevented from a full press-fit to be achieved, which is the primary method of pin fixation to the block. The laser weld around the pin is only for supplemental fixation. These conditions lead to the weld failure and the pin disassociation from the block.

Event description:
During a total knee surgery, the pin fell out of the cutting block. The piece was retrieved and there was no surgical delay. User facility medwatch report # (B)(4) was received 10/2/2015: one of the 2 retaining pins dislodged during surgery. A chain of custody form was completed. The item was given to the manufacturer representative.